Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the therapy was not working and the patient was peeing all over themselves. The patient wanted to know what they should do about the implant and stated that since having the ins replaced and moved to the left side the implant never worked properly. The patient stated they didn¿t want the device to be moved and that they were 88 years old and didn¿t know about the device. No further complications were reported/anticipated.